Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2008255: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain and the cause is unknown. At 11 months after primary the surgeon revised the poly and the surgery was completed successfully.